Event description:
It was reported that the patient feels pain and pressure at the implant site. They stated that the device will "stand up" and they have to put their hand over it to keep it from "standing up". Follow up with the patient's clinic indicated that the patient has been seen for this issue. The device is functioning normally; however there has been some migration due to how thin the patient is. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.